Event description:
Customer was replacing unit pads and battery. Upon opening the lid, the boot up sequence was not working. So, the customer removed and re-seated the battery. Opening the lid for the second time, the unit led screen showed the date and time only. The battery vented, creating a crack around the seam and leaving black marks. The battery was removed from the unit.

Manufacturer narrative:
Unit and battery are in the process of being collected for failure investigation and analysis. A follow-up report will be submitted once investigation is complete.